Event description:
Consumer complaint of erratic blood results. Back to back blood test results were 42 mg/dl and 171 mg/dl. No adverse event reported. Customer does not remember if the same hand was used, a different finger was used or if had eaten or taken medication before back to back testing.

Manufacturer narrative:
Product not yet returned for eval. Internal report # (B)(4). MFR's number is corrected.